Manufacturer narrative:
Product analysis: the valve was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a balloon aortic valvuloplasty (bav) was performed. The delivery catheter system (dcs) was delivered to the ascending aorta. Before crossing the aortic valve, the blood pressure decreased and echocardiogram indicated poor left ventricular activity. Pressors were used and the pressure increased. The valve was partially deployed, however incomplete expansion was noted and the valve was recaptured. Subsequently, heart movement was poor and the blood pressure decreased. It was reported that activity of the left coronary region was poor. Angiography was performed. Coronary occlusion was suspected as there was no image from the left main trunk. Compression of the sternum was performed. Ventricular fibrillation (vf) developed and direct current cardioversion was performed. Aspiration was performed and a thrombus was removed. A stent was implanted in the left anterior descending and left circumflex artery. Gradually, heart movement began to improve and the valve was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which indicated that per the physician, the valve did not cause or contribute to the occlusion. Per the physician, the balloon aortic valvuloplasty (bav) may have contributed to the occlusion. It was reported that act (activated clotting time) levels were greater than 250 seconds and that the procedure was five hours long. The reported thrombus was not adhered to the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.